Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic region pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: lo loestrin fe. The only concomitant product mentioned was paxil [piroxicam] since (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraine/headache") and headache ("migraine/headache"). In (B)(6) 2016 she experienced mood swings ("hormonal changes describe: mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017 she experienced pelvic pain (seriousness criterion intervention required) and back pain ("lower back pain"). In (B)(6) 2017 she experienced urinary tract infection ("infection (bladder/urinary tract/vaginal), type: urinary tract") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017 she experienced a first episode of depression ("psychological or psychiatric problems condition: depression") and a second episode of depression ("psychological or psychiatric problems condition: depression"). Essure was removed on (B)(6) 2022. The patient was treated with toradol (ketorolac tromethamine) as well as surgery (partial hysterectomy). At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered back pain, the first episode of depression, the second episode of depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure administration. The reporter commented: currently planning for essure removal: yes, she would like to have it removed. Date(s) of insertion: 2015 (as per pif discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: total bilateral occlusion, successful bilateral essure device placement; on (B)(6) 2017: 1) successful bilateral essure device placement. 2) two discrete filling defects within the endometrial cavity. Nonspecific. Recommend further evaluation with pelvic ultrasound. 3) indentation of the fundal endometrial canal. Consistent with accurate anatomy. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 01-nov-2022: pif received. Product removal details, action taken wit drug updated. Reporter causality comment added. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic region pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: lo loestrin fe. The only concomitant product mentioned was paxil [piroxicam] since april 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraine/headache") and headache ("migraine/headache"). In december 2016 she experienced mood swings ("hormonal changes describe: mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017 she experienced pelvic pain (seriousness criterion intervention required) and back pain ("lower back pain"). In (B)(6) 2017 she experienced urinary tract infection ("infection (bladder/urinary tract/vaginal), type: urinary tract") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017 she experienced a first episode of depression ("psychological or psychiatric problems condition: depression") and a second episode of depression ("psychological or psychiatric problems condition: depression"). Essure was removed on (B)(6) 2022. The patient was treated with toradol (ketorolac tromethamine) as well as surgery (partial hysterectomy). At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered back pain, the first episode of depression, the second episode of depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure administration. The reporter commented: currently planning for essure removal: yes, she would like to have it removed. Date(s) of insertion: 2015 (as per pif discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: total bilateral occlusion, successful bilateral essure device placement; on (B)(6) 2017: 1) successful bilateral essure device placement. 2) two discrete filling defects within the endometrial cavity. Nonspecific. Recommend further evaluation with pelvic ultrasound. 3) indentation of the fundal endometrial canal. Consistent with accurate anatomy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic region pain / chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of smear test normal on (B)(6) 2016, menarche (14 years¿ old) in 2007, vulvitis, vaginitis, social alcohol drinker (alcohol use: 2 drinks or less per day), broken nose, parity 1, gravida I and tonsillectomy and past tobacco smoking in 2014. Previously administered products included: codeine and norcol for pain and lo loestrin fe, tramadol, oral contraceptive nos, iud nos and mirena. Past adverse reactions to the above products included: severe allergy with codeine and norcol. As concurrent condition the report mentioned dysfunctional uterine bleeding. Concomitant products included paxil [piroxicam] since (B)(6) 2017, other dermatologicals and microgestin (ethinylestradiol;norethisterone acetate). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraine/headache") and headache ("migraine/headache"). In (B)(6) 2016 she experienced mood swings ("hormonal changes describe: mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017 she experienced pelvic pain (seriousness criterion intervention required) and back pain ("lower back pain"). In (B)(6) 2017 she experienced urinary tract infection ("infection (bladder/urinary tract/vaginal), type: urinary tract") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017 she experienced a first episode of depression ("psychological or psychiatric problems condition: depression") and a second episode of depression ("psychological or psychiatric problems condition: depression"). Essure was removed on (B)(6) 2022. An unknown time later she experienced abnormal uterine bleeding ("abnormal uterine bleeding"), adnexa uteri cyst ("fallopian tubes with paratubal cysts") and cervix inflammation ("cervix with acute and chronic inflammation"). The patient was treated with toradol (ketorolac tromethamine) as well as surgery (essure removal via total hysterectomy with bilateral salpingectomy on (B)(6) 2022). At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered abnormal uterine bleeding, adnexa uteri cyst, back pain, cervix inflammation, the first episode of depression, the second episode of depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure administration. The reporter commented: currently planning for essure removal: yes, she would like to have it removed. Date(s) of insertion: 2015 (as per pif discrepancy noted). Follow-up ((B)(6) 2023): another discrepancy in insertion date: (B)(6) 2015. On follow-up on (B)(6) 2023 medical records received, last menstrual period: (B)(6) 2016, essure removal on (B)(6) 2022 pre and post-operative diagnosis: menorrhagia, chronic pelvic pain, dyspareunia procedure:1-da vinci total laparoscopic hysterectomy with bilateral salpingectomy, 2- cystoscopy findings: 1.normal uterus, fallopian tubes containing essure in situ, ovaries, and abdominal organs; 2.on cystoscopy: normally appearance bladder mucosae with evidence of bilateral potent jets from both ureteral orifices. Specimens: included uterus, cervix and bilateral fallopian tubes. Complications: none. Operative report: the cervix was grasped with a single tooth tenaculum and dilated to a #8 dilator, and the medium v-care manipulator was introduced with an appropriately sized probe and colpotomy ring. The left fallopian tube was grasped and elevated and the left mesosalpinx was electro coagulated with bipolar cautery and transected with scissors until the tube was excised at the level of the utero-ovarian ligament and removed from the abdominal cavity through the assistant port. These procedures were then repeated on the right side excising the fallopian tube, skeletonizing the uterine artery, after transecting the utero-ovarian and round ligaments and broad ligament posteriorly and anteriorly completing the bladder flap. The left utero-ovarian ligament was electro coagulated and transected and then the round ligament in a similar fashion. The uterus was then removed through the vagina without difficulty. Hemostasis was noted in all the pedicles. Patient was taken to recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: total bilateral occlusion, successful bilateral essure device placement; on (B)(6) 2017: 1) successful bilateral essure device placement; 2) two discrete filling defects within the endometrial cavity. Nonspecific. Recommend further evaluation with pelvic ultrasound.; 3) indentation of the fundal endometrial canal. Consistent with accurate anatomy. [Pathology test] on (B)(6) 2022: source: uterus and bilateral tubes. Clinical history: abnormal uterine bleeding, chronic pelvic pain and essure in-situ. Gross description: at each cornu there is a coiled metallic wire. The first detached segment of fallopian tube is 5.0 x 0.4 cm in diameter. There is a 0.5 cm paratubal cyst located at the fimbriated end. The second detached segment of fallopian tube is 6.0 x 0.5 cm in diameter. There are multiple paratubal cysts near the fimbriated end. Final diagnosis: cervix, uterus, and fallopian tubes, total hysterectomy with bilateral salpingectomy: 1) cervix with acute and chronic inflammation; 2) proliferative endometrium with no significant diagnostic abnormality; 3) myometrium with no significant diagnostic abnormality; 4) fallopian tubes with paratubal cysts. Concerning the injuries reported in this case, the following ones events dyspareunia, menorrhagia, chronic pelvic pain, abnormal uterine bleeding, cervix inflammation, paratubal cyst were described in patient medical records. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-jun-2023: medical records received and the follow information were included other health care professional's reporter, physician's reporter, consumer's reporter updated, patient's details, historical drug, medical history, lab data, concomitant treatments, new events abnormal uterine bleeding, paratubal cyst, cervix inflammation, non-drug treatment notes updated from partial hysterectomy to essure removal via total hysterectomy with bilateral salpingectomy on (B)(6) 2022, international medical device regulators forum annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.